Event description:
Customer reports the device will not recognize the battery in slot b. Customer states no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.